Event description:
In june 1997, rptr was severely injured by a faulty breast tissue expander manufactured by mentor h/s. They were under an FDA consent decree to improve their quality control at that time. Rptr's expanders failed bilaterally, and expert analysis shows that the expanders were faulty and had holes even before insertion. The uninflated expander on one side was pushing on a nerve and since it could not be expanded, rptr spent 5 weeks with unbearable pain from one corner of the expander. Rptr also objects to the "assumption that a failed expander insert isn't a serious problem because it only has saline inside." The problem is that an unexpanded product can cause excruciating pain and results in add'l surgery under general anesthesia, a dangerous procedure!